Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the incident occurred when changing the tracheostomy tube. The patient's cannula was inserted after performing the cuff test on the device. After a short time IV ventilation could no longer be ensured. This was accompanied by a drop in spo2. The cuff pressure was no longer measurable and the nursing service had to call the emergency doctor. The patient was admitted to the hospital as an emergency. In the hospital, the cannula was changed again and it was noticed that it was the wrong cannula. There was patient involvement and unknown patient harm.